Manufacturer narrative:
Philips service replaced the cooling unit (replacement cooling unit cu 3101) and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a cooling unit defect caused an anode error, making imaging unavailable on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.